Event description:
Upon reassessment of the reported event, it was determinate this MDR was not filed under the correct MFR number. This event will be reported under MFR number (B)(4).

Manufacturer narrative:
Upon reassessment of the reported event, it was determinate this MDR was not filed under the correct MFR number. This event will be reported under MFR number (B)(4).

Event description:
It was reported in a journal article that a patient from the cemented single-peg group had a revision surgery between the 2-5 year follow-up due to bearing dislocation. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). D10: unk rafobacin cement; unknown item and lot. G2: foreign: denmark. Literature: sebastian breddam mosegaard, anders odgaard, frank madsen, lone rømer, per wagner kristensen, tobias dahl vind, kjeld søballe, maiken stilling (2023). Comparison of cementless twin-peg, cemented twin-peg and cemented single-peg femoral component migration after medial unicompartmental knee replacement: a 5-year randomized rsa study. Archives of orthopaedic and trauma surgery (1-15). Https://doi.org/10.1007/s00402-023-04991-y. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.